Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient's electrodes and garment were rubbing against a surgical incision, causing irritation. The patient reported that the rubbing caused the skin to be very sore. The patient's physician decided to end use of the lifevest for the patient due to the irritation and an improved heart condition. The medical outcome of the irritation is unknown.